Event description:
It was reported that during a hybrid cryo afib case (no radio frequency delivery) the patient was noted to have developed a pericardial effusion. The patient remained hemodynamically stable despite the event seen. A pericardiocentesis was in process at the time of the adverse event report. Last known act value was approximately 340. It is not believed at this time that a biosense webster, inc. Product was responsible for the issue seen. No mapping/radio frequency catheter was in use. Mapping was performed with the biosense webster, inc. Pentaray navigational catheter only. During the same procedure, 2 biosense webster, inc. Coronary sinus catheters were noted to not deflect. The first 17722424m failed in the f curve direction. The second failed in both directions. The deflection issues for both catheters were noted prior to use in the patient. Additional information received stated that the patient event occurred either during the transseptal phase or the cryo ablation phase. The transseptal puncture was performed with a baylis medical transseptal needle. The cryo ablation catheter product information is unspecified. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).